Event description:
The pt had two extension (from the same lot). It was reported the pt began to receive inadequate coverage after being in a motor vehicle accident. Both extensions were explanted and replaced with two leads.

Manufacturer narrative:
Eval results: both extensions were returned incomplete. All lead segments passed the conductivity test. No sign of breach in outer lead body was found. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.